Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "at 1235, potassium phosphate 15mmol IV in 55ml was hung via IV pump as per order. As per ptdm and pre-programmed value in the IV pump for this medication, this concentration was to be run over 2 hours, at a rate of 27.5ml/hr. At 1340, rn went into patient room to check vital signs per intermediate monitoring requirements of this medication. Rn immediately noticed the secondary bag was empty. The pump stated the rate was 27.5ml per hour with a remaining volume of 27.5ml to be infused." There was patient involvement but no harm. The customer confirmed that there was no issue with the pumps and that the pumps were programmed correctly. They did a visual inspection of the back check valve and found the membrane inside is torn and can see a whole.

Event description:
A report was received from health canada's canada vigilance program which states, "at 1235, potassium phosphate 15mmol IV in 55ml was hung via IV pump as per order. As per ptdm and pre-programmed value in the IV pump for this medication, this concentration was to be run over 2 hours, at a rate of 27.5ml/hr. At 1340, rn went into patient room to check vital signs per intermediate monitoring requirements of this medication. Rn immediately noticed the secondary bag was empty. The pump stated the rate was 27.5ml per hour with a remaining volume of 27.5ml to be infused." There was patient involvement but no harm. The customer confirmed that there was no issue with the pumps and that the pumps were programmed correctly. They did a visual inspection of the back check valve and found the membrane inside is torn and can see a whole.

Manufacturer narrative:
Omit: a040101 - fracture (1260), g04088 - membrane, c07 - mechanical problem identified, d15 - cause not established. Additional information: imdrf annex a, c, d, g codes. Refer to MFR report # 9616066-2024-01253 regarding bd's report on IV administration set.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of over infusion was confirmed through a review of the provided photo alone and no devices were returned for investigation. ¿ no inspection and testing could be performed as no device or administration sets were returned for investigation. ¿ a picture of the primary administration set was provided by the customer was provided which showed the check valve membrane torn. ¿ per the alaris tip sheet, optimizing secondary infusion performance, the clinician must ensure a proper head height is performed when setting up a secondary infusion. ¿ becton dickinson (bd) recommends that when the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion is attributed to a torn membrane in check valve from the primary administration set, which is allowing fluid flow to occur based on the observational evidence in the picture provided.

Event description:
A report was received from health canada's canada vigilance program which states, "at 1235, potassium phosphate 15mmol IV in 55ml was hung via IV pump as per order. As per ptdm and pre-programmed value in the IV pump for this medication, this concentration was to be run over 2 hours, at a rate of 27.5ml/hr. At 1340, rn went into patient room to check vital signs per intermediate monitoring requirements of this medication. Rn immediately noticed the secondary bag was empty. The pump stated the rate was 27.5ml per hour with a remaining volume of 27.5ml to be infused." There was patient involvement but no harm. The customer confirmed that there was no issue with the pumps and that the pumps were programmed correctly. They did a visual inspection of the back check valve and found the membrane inside is torn and can see a whole.